Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up arrow and ok keypad buttons were intermittently responsive. During investigation, the ok keypad button did not spring back or click back normally and was found to be inverted. The contrast and down arrow keypad buttons responded as expected. The contrast, down arrow and up arrow buttons were found to spring back and click back normally. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the ok keypad button became very hard press, required multiple button presses before it would respond and caused scrolling. This issue has been reportedly occurring for a week and the up arrow button was reported to have a delayed response. Prior to call with customer support (cs), the patient reportedly tried to bolus 15 units of insulin via the pump and that the bolus canceled. A review of pump's history revealed several canceled boluses occurring. It was indicated that the patient was trying to give himself the remainder of his bolus and that patient was still getting his programmed basal amounts. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.